Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not infuse; further described as "not filling". This was observed during use; however, patient involvement was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. A downstream (distal) occlusions sensor test was performed, and the results passed. An upstream occlusion sensor test was performed, and the results passed. A flow rate accuracy test was performed, and the results passed. A review of event history log revealed several infusions were identified on the event date, however, as the infusion parameters were not provided. Several of the infusions programmed on this date include secondary infusions. Five downstream occlusion alarms occur on the event date. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.